Event description:
Remediation physician evaluation. Difficult type 3 anatomy with stroke in right m1/a2. Per physician: "this catheter is not ready for release! It will kink in various locations along the shaft. The shaft needs to be more robust!" No product problem or failure reported.

Manufacturer narrative:
Defect noted prior to use. (B)(4). There was no device failure to report in this case. The DHR of this mfg lot has been revised. Incident (B)(4). Part # 1626-04 neuron delivery catheter 070 95 cm x 6 cm shaped tip. Lot #f13773 (release version of mfg lot # l13773). A review of the device history record (DHR) was completed on part # 1626-04 neuron delivery catheter 070 (95 cm x 6 cm) shaped tip, lot number l13773. The lot was sorted for damaged tip during packaging per ncr(B)(4). All destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. All parts that failed visual inspection have been rejected all parts released met specifications. No other anomalies were found with this lot due to the mfg process. The parts released in their lot met process requirement.